Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: deflation.

Event description:
Patient reported left-side rupture. Later, healthcare professional reported, left-side deflation of a gel-filled device. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening device on posterior side assessed, as surgical impact opening (shell thickness was within specification). Additional observations: stress marks observed. No further actions are required, as the device was implanted.

Event description:
Patient reported, left-side rupture. Later, healthcare professional reported, left side deflation of a gel-filled device. The device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.